Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure it was noted that the helix of the right atrial (ra) lead was somewhat deformed. The lead was removed and replaced. No patient complications have been reported as a result of this event.